Event description:
Implant didn't achieve osseointegration. Primary stability was achieved. Implant was completely covered with bone. No thread tap used. Radiation tx-head / neck area, compromised immune resistance, pain, increased sensitivity, swelling, mobility.